Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, data was received and downloaded on 06/02/2014. A review of the downloaded data log confirmed the reported event of an out range signal was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom reviewed receiver data on (B)(6) 2014. There were indications of gaps in transmission.